Event description:
Ambulance personnel were attempting to monitor a diaphoretic cardiac pt. Allegedly the monitor intermittently displayed excessive large scale artifact and it was reported the operator could not discern a reason for the signal artifact. The reporter alleged that when the ambulance engine was turned off, the device functioned properly for the remainder of the call. The reporter stated there were no adverse effects to the pt as a result of the allege malfunction.

Manufacturer narrative:
Section h the device was evaluated and the alleged malfunction could not be duplicated or confirmed. The main printed circuit board was replaced for preventative maintenance and the device returned to service.